Manufacturer narrative:
Manufacturing site investigation is on-going. (B)(4).

Event description:
It was reported that the color indicator on steam sterilization locks, placed on steril containers, did not change color or began to change back to original color following processing. The incident contributed to a surgical delay of 30 minutes in order to obtain a new tray. No patient injury reported.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Supplier: (B)(4). Actions taken: CAPA opened by aesculap inc. Corrective action: sps- in october 2016, a labeling change had been made to state that this product should be kept out of direct sunlight, away from heat sources, away from hydrogen peroxide, and other sterilants. Description: there were an increased number of complaints on the indicator dot labels reverting back to blue or not fully turning. The supplier was made aware of the complaints and various lots were investigated. During the investigation, ink manufacturing process was reviewed and verified. No changes, other than going to a lead-free ink were made in the process or to the raw materials associated with making this product. Additionally, a comprehensive review was conducted with the ink manufacturer on the chemical makeup of the ink. No changes were made or found. Lastly, multiple tests and studies were conducted in an attempt to determine the root cause of the issues being reported by customers. Conclusion: at this time the issues of reversion and inconsistent color change were able to be duplicated. Through testing it was found that both lead and lead-free indicator labels would be adversely affected by being exposed to hydrogen peroxide post-sterilization. In all test cases, a reversion would occur once the processed label was exposed to hydrogen peroxide. The lead-free indicator labels were adversely affected by the exposure to direct sunlight and hydrogen peroxide. In hydrogen peroxide exposure prior to sterilization, an inconsistent color change was experienced and led to a reversion over the course of testing. Additionally, exposure to direct sunlight has caused the indicator label to revert and fluorescent light has begun to fade these indicator labels. Lead indicator labels were not as sensitive to these exposure types but did show signs that these exposures affected the product. During pre-sterilization hydrogen peroxide exposure, it was found that the lead indicator labels displayed an inconsistent color change. Both direct sunlight and fluorescent light did not appear to adversely affect the product.